Event description:
As reported by the user facility (B)(4). System block: the message "system blocked" appeared. Pump does not diffuse; it was adjusted to 14ml/h for adrenaline drug. After incident in the first syringe remained 5 ml to 7 ml and the second syringe does not relay. Resuscitation of the pt, isolation and identification of the device. MFR: 9610825-2013-00248.